Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 574 mg/dl at the time of incident and was 125 mg/dl at the time of call. The customer reported that infusion set cannula was bent. The customer was treated with the bolus with the insulin pump. The troubleshooting was performed for high glucose and under delivery. The customer alleges pump was under delivering because it uses to take care of blood sugar level and now it is not. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.